Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbx1qq implantable cardioverter defibrillator (ICD) (B)(6) 2013 439888 implantable pacing lead (B)(6) 2013 6947m62 implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was further reported that the atrial lead had high thresholds.

Event description:
It was reported that the right ventricular (rv) lead dislodged and had inadequate sensing. The rv lead was repositioned and it remains in use. It was further reported that the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. The patient is a participant in the attain performa study. No patient complications have been reported as a result of this event.